Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18230830. Product family: scs-linear leads, upn: (B)(4), model: m365sc2218700, serial: (B)(4), batch: 18066346.

Event description:
It was reported that the cervical leads hurt patients upper back. It was noted that the patient felt the leads and gave the patient headaches. All components were explanted and were discarded. The patient was doing well postoperatively.